Event description:
Ca hp 210 with same lot #e01l09 pressure test on 5th use. Two days and 4 days before same lot failed on 4th use. Rest of dialyzers with lot #e01l09 pulled. Contacted baxter's renal quality assurance dept customer response program.